Event description:
Caller states customer had low blood glucose symptoms with result of 112 mg/dl obtained on the advantage system. Caller treated customer with orange juice containing 2 spoonfuls of sugar. Low blood glucose symptoms improved 30 minutes later after testing 170 mg/dl on the advantage system. Requested return of suspect device, and replacement was sent.